Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, following the firing of the stapler on the stomach, there was bleeding on a small portion on the distal margin of the poor staple line, staples were open completely and needed to be over-sewed. The patient undergone chemotherapy or radiation treatments. The patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, following the firing of the stapler, there was bleeding on a small portion on the distal margin of the poor staple line that needed to be over-sewed. To resolve the issue in order to complete the case, suture was used on the bleeding staple line.